Event description:
It was reported by the patient that the clinic had not received the patient's transmission. Patient/technical services provided assistance in resolving the issue by directing the client to reset the switches. When the patient was asked to turn the monitor on, "nothing happened." The patient was directed to unplug and replug the monitor in, which resulted in the power light staying on, but the monitor would not turn on. The monitor has sent transmissions previously. The monitor will be returned and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.